Event description:
Blue insulation of about .5mm x .3mm peeled off in the patient after about 10 minutes of use. Surgeon tried to remove it however he lost it in the irrigation flow. Drained fluid was strained but the piece could not be found. Amount of fluid was about 15l. It is not certain if the piece remains in the patient, however, it was not found in the joint.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).